Event description:
It was reported that the lead was explanted three days post implant. The lead malfunctioned, but the hospital could not recall the details of the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.